Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation prior to MRI, loss of capture was noted on the lead. The MRI scan was cancelled. The patient will be brought in for further assessment. The patient was in good condition.

Event description:
New information received indicated that the patient had a lead revision on (B)(6) 2020. The lead had pulled back to the right atrium. The lead was successfully repositioned. The patient was stable prior to, during and immediately post-procedure.